Event description:
The technician alleged that the nurse call is not functioning. No patient impact.

Manufacturer narrative:
The technician found the communication cable has several bent pins. The technician replaced the communication cable to resolve the issue.